Manufacturer narrative:
Additional information: b5- later reporter indicated that "vaulting is fine now, patient is good" cause of the event was a "sizing issue" and the replacement lens resolved the problem. Corrected data: b5- "vicm5_" should be corrected to "vicm5_13.7." Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicm5_-8.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020 as a replacement lens. It was reported that the replacement lens resolved the problem. However, " low vault " was reported for status of the eye (signs/symptoms). Lens rotation was also reported. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.